Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on 22-may-2014 with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
During tka surgery, the femoral trial did not fit the bone after cutting with the box guide. The bone was protruding to lateral. Then the surgery used one size small guide and cut the bone again.